Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter, continuous flow. The customer reports that while initially prepping the device, it was discovered that the proximal catheter balloon would not inflate. Device was never inserted into patient because of this issue.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.